Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during his automated peritoneal dialysis therapy. Reportedly, the home patient's nurse stated that the home patient pulled his titanium adapter from his catheter using the 2240 alarm. The patient was admitted to the hospital in 11/2006 with peritonitis.